Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level. A specific bg value was not provided. The cause was unknown. Prior to going to the ER the customer delivered boluses to address bg level. Additional treatment was not provided while the customer was in the ER. Customer was discharged approximately 2 hours later with the issue resolved and no permanent damage.